Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the cartridge leaked at the septum. Reportedly, the customer pulled the syringe "all the way back". The customer's blood glucose level was not impacted.